Event description:
It was reported that the insulin pump alarmed motor error during a basal attempt. The blood glucose reading was 181 mg/dl. The customer did not recall any significant events leading to the alarm. She was unable to rewind the device. Advised the discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No motor error alarms were noted. The motor was tested outside the device and passed. The drive support cap, however, was found to be slightly loose. The device was also received with a scratched lcd window.